Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a root cause for the reported pain at driveline site could not be conclusively determined through this evaluation. Furthermore, a correlation between the device and the reported confusion could not be conclusively determined through this evaluation. The account reported the patient was admitted due to confusion and driveline exit site pain. The patient's admission was reportedly prolonged due to a gi outbreak. The patient was treated with antibiotics. The patient later expired on (B)(6) 2019. The hm3 IFU lists driveline infection and non-stroke related neurological events as adverse events that may be associated with the use of the hm3 lvas. The IFU provides information on caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year 5 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted due to concerns for increasing confusion and pain at driveline site from (B)(6) 2018. No reported fevers or chills. Treated with antibiotics. Admission prolonged due to gastrointestinal (gi) outbreak at sub-acute rehabilitation (sar) facility.